Manufacturer narrative:
Pentax video colonoscope model ec38-i10m is not distributed in the USA, therefore the PMA/510(k) number is not applicable. UDI# is not applicable because the device is not marketed in us. Evaluation summary: it was caused due to the design specification depending on the customer's preference. It is not the product failure. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of during use. During the procedure, the user advised that it is not easy to press remote control button 1 straightly which causes the button transformed and its function happened to the defect occasionally; fse straighten the button and now the button can work normally but it happened to defect sometimes.